Event description:
It was reported that during device preparation, the 3.5x15mm nc trek balloon dilatation catheter (bdc) was dipped in a bowl of water and inflation was attempted; however, bubbles were noticed from the tip of bdc. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided regarding this device issue.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following information was reported: it was reported that the procedure was to treat a moderately calcified, heavily tortuous, de novo lesion in the left anterior descending (lad) artery. During the procedure, a 3.5x15mm nc trek balloon dilatation catheter (bdc) was attempted to be inflated, however when pressure was released and made negative, blood came to the hub. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott device was then prepared and used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported inflation issue and leak were confirmed. Additionally, inner and outer member damage was noted. A review of the lot history record identified one manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined a potential product quality issue based on the noted inner and outer member damage found during sem analysis and the confirmed reported leak and inflation issue during return analysis. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.h6: health effect - impact code 2645 - removed.